Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate via service request that during an unknown procedure the vapr3 generator *ea need to be upgraded to vapr vue. No patient consequence and no surgical delay was reported. No additional information was provided. Additional information stated unit failed electrode temperature test due to corrosion on the socket assembly (5 pin). Replaced the socket to address the issue.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: h6: method codes: device history lot: a manufacturing record evaluation was performed for the finished device serial number (B)(6), and no non-conformances were identified. Investigation summary: there was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. The unit failed electrode temperature test due to corrosion on the 5 pin socket assembly. The mounting feet were found to be missing and cosmetic issues were also observed. The defective parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the 5 pin socket assembly might have caused corrosion over there. However, a definite root cause cannot be determined with the available information. User mishandling and/or lack of maintenance can be the most probable root causes of the missing mounting feet and cosmetic issues. A manufacturing record evaluation was performed for the finished device serial number (B)(6), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.